Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Lap chole. What vessel or structure was the device fired on at the time of the event? Common duct. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? None noticed. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. How was the case completed? Completed with a new clip applier. What were the indications for surgery? What was found? This question is not relevant. Does the patient have any relevant history of surgical treatments? If so, what? This question is not relevant. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the el5ml did not release the clip. The er320 was used to apply the clip to the vessel and when released the clip fell off of the vessel. It is unknown which device was used first. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with a clip in the jaws; the clip was removed for measuring the jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.